Event description:
Ventilator shut off on a patient stating that the breath delivery unit (bdu) and the graphical user interface (gui) were not communicating (total of 5 error messages). The ventilator alarmed and staff bagged the patient. They then changed out the ventilator. No harm occurred to the patient. Ventilator was taken to the office and set up to run. It ran all weekend with no events. There was a power outage at the facility and the ventilator showed a battery event, which would be expected.====================== manufacturer response for ventilator, 840 (per site reporter)======================spoke with sales representative who said to call service department.